Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Device evaluated by MFR: a 16 x 2.25mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that failure to cross a lesion occurred. A 16 x 2.25 promus premier select stent was advanced, but could not cross the lesion. The procedure was completed and no patient complications were reported in relation to this event. However, the device returned and analysis revealed stent damage.